Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic for a post-operative device check. Upon interrogation, the right ventricular lead exhibited high capture thresholds and low sensing. The lead was re-positioned on (B)(6) 2020. The patient condition was stable.